Manufacturer narrative:
(B)(4). The seal and tension spring assembly were present in the delivery tube. The anchor tab was outside of the delivery tube. There was a crack in the coil 4th coil from the outer diameter of the seal. There was no blood observed inside the delivery tube/ device. The slide lock was disengaged, the plunger was not depressed. Additionally, pry marks were observed on the loading device and the device was returned in two pieces. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.5 in. The values recorded were within the tolerance specifications. The device was returned precluding proper investigation, thus the failure mode reported "failed to load properly" is unable to be confirmed. Additionally, the presence of a cracked seal was confirmed. A review of the DHR for this lot showed no reported issues for seal integrity.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8 mm failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. There was no problem until delivery system loading, but seal was not withdrew and kinked during removing plunger; it was not usable because one side of seal was out of from the expected area. After replacement, there was no problem.

Manufacturer narrative:
On 03/10/2016 02:59 pm (gmt-5:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
On 03/07/2016 04:12 pm (gmt-5:00) added by (B)(4): the hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8 mm failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. On 03/07/2016 12:10 pm (gmt-5:00) added by (B)(4): there was no problem until delivery system loading, but seal was not withdrew and kinked during removing plunger. It was not usuable because one side of seal was out of from the expected area. After replacement, there was no problem.